Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04237. It was reported the scs system was functioning for the patient, but an explant was to be undertaken at a future date. Additional information was received indicating the patient was dissatisfied with the pain relief received from the scs system. The patient reported she received more effective relief during the scs trial, and an explant of the system was pending.